Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator engine was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed for a ventilator failure. It was further noted that the unit was unable to switch out of non-circle mode.